Event description:
It was reported that after implantation, the pt heard an audible sound emanating from his hip. As a result, pt experienced constant irritation, and discomfort in the location of his hip.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.